Manufacturer narrative:
The reported events of low impedance and loss of pacing were confirmed and were due to an internal short consistent with damaged inner insulation caused by the suture tie being too tight. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead exhibited low impedance and loss of pacing during initial implant procedure. Lead was not used. Patient was stable.